Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury. Selected risk analysis changed. Severity changed from 4 (5) to 5 (10).

Manufacturer narrative:
Investigation results: the product came in a disassembled state, a functional test was not possible. Obviously the adhesive connection of the screw ring (gb654224, secured with loctite 572) has become loose. The interior of the attachment is dry and without lubricant. Failure during operation is unlikely, since the attachment cannot be properly adapted to the machine with the screw ring loosened and the function test would produce untypical running noises and chatter. A maintenance should have took place in (B)(6) 2018. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures: on the basis of the current information and investigation results, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with gb635r acculan 3ti drill attachment ao-small. According complaint description, the drill bit is too small and has been broken off intraoperatively. Update: during surgery (drilling) it was noticed, that the thread of the product had started to loosen. Afterwards in cssd the product fell to pieces (thread loosened totally). There was no patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).